Event description:
Further follow-up with treating physician revealed that the reported vocal cord paralysis resolved without intervention.

Event description:
Vns pt was disgnosed with left vocal cord paralysis. Vns pt reported that she lost her voice after implant surgery. This pt's implant surgery was the first vns implant performed by the surgeon. The pt was diagnosed with left vocal cord paralysis by an ent. Further follow-up revealed that the pt's voice has since returned, but that her voice is still hoarse. The pt denies any pain or disconfort. Treating neurologist believes that the reported event is related to the surgery and implantation. Stimulation has been initiated.